Manufacturer narrative:
Additional information: d10, h3, h6. An event of a black hole inside a porcine leaflet could not be confirmed. The investigation confirmed the device met visual specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 25mm epic stented porcine heart valve w/flexfit system was selected for implant. During implant the physician noted a black hole inside the porcine leaflet. The valve was removed and replaced with an unknown valve. The procedure was delayed by about 20 minutes and the patient was reported to be in stable condition.